Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film residue over sensor area. Cosmetic lifting of sealant at sensor area. Slight bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis and signal drift tests. Date of mfg.: 07/16/12. Based on the evaluation the supplier was unable to confirm the difficulty reported by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that when the device was implanted in the patient, readings became 130mmh2o. The device was replaced by another product and the readings were around 30mmh2o. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.